Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 31mm epic mitral valve was selected for implant. It was reported that the implant went well and the valve was tested with saline and the leaflets were coapting. As the patient was coming off bypass, all leaflets were observed to be functioning and coapting, however a large central jet was observed on echo. Closer examination showed that one of the leaflets appeared to be prolapsing. No paravalvular leak was observed, no perforation of any leaflet was observed, and no leaflet was suture looped. The patient was taken fully off of bypass and fully pressurized and the valve did not improve. The epic valve was intraoperatively explanted and a competitor's 25mm magna ease valve was successfully implanted. Upon explant of the epic valve, the physician reported that one of the leaflets was short of full coaptation. The patient was hemodynamically stable throughout the procedure. The physician does allege a clinically significant prolonged procedure time due to the exchange. The patient was reported to be recovering well.

Manufacturer narrative:
An event of central jet and leaflet prolapse was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with non-structural valve dysfunction. Non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case there is no evidence of inappropriate sizing, entrapment by suture, or stent deformation that could explain the observed intra-operative valvular dysfunction. Temporary distortion of the stent due to external forces following aortic closure, where the stent is not permanently deformed, may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed, the exact cause of the observed intra-operative valvular regurgitation cannot be conclusively determined.

Event description:
On (B)(6) 2020, a 31mm epic mitral valve was selected for implant. It was reported that the implant went well and the valve was tested with saline and the leaflets were coapting. As the patient was coming off bypass, all leaflets were observed to be functioning and coapting, however a large central jet was observed on echo. Closer examination showed that one of the leaflets appeared to be prolapsing. No paravalvular leak was observed, no perforation of any leaflet was observed, and no leaflet was suture looped. The patient was taken fully off of bypass and fully pressurized and the valve did not improve. The epic valve was intraoperatively explanted and a competitor's 25mm magna ease valve was successfully implanted. Upon explant of the epic valve, the physician reported that one of the leaflets was short of full coaptation. The patient was hemodynamically stable throughout the procedure. The physician does allege a clinically significant prolonged procedure time due to the exchange. The patient was reported to be recovering well. User facility medwatch report received that states "implanted 31mm st. Jude epic mitral tissue valve showing malfunction on echo after implantation. It was explanted with a new tissue valve implanted. FDA safety report ID # (B)(4).